Manufacturer narrative:
(B)(4) b5: describe event or problem - additional h2: additional information.

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2023. The patient was in the hospital for less than 24 hours. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced failed sensor after warm up. The patient was in a dialysis center when she experienced hyperglycemia with nausea, vomiting and confusion. The bg reading was 850 mg/dl. They called an ambulance and the bg taken by the paramedics was over 500 mg/dl. There was no treatment provided by the paramedics and the patient was taken to the hospital. At the hospital he was treated with insulin. At the time of the report the patient was still admitted to the hospital and still nauseous and confused and the bg was still high. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available.